Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, fse confirmed problem stated, iabp fill tube was cut/torn. Fse disassembled the unit, removed all covers and removed the pneumatic assembly, removed damaged tube and installed new tube. Fse reassembled the unit and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. Customer abuse of unit.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code). Full initial rep name: (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Event description:
It was reported that prior to use cs300 intra-aortic balloon pump (iabp) auto fill error, the tube is cut loose. There was no patient involvement.